Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that six days post implant the patient experienced difficulty breathing. An x-ray was performed, and a pneumothorax was suspected. A perforation site was assumed to the atrial lead, and a surgical procedure was performed. Accumulation of pericardial effusion and blood species in the right atrial free wall epicardium were observed using endoscopy. When hemostasis was performed, the tip of the helix could be barely confirmed visually, so the identification of the perforation site and the cause was determined. Hemostasis was performed by covering the bleeding point with cotton and ligation, and the procedure was completed. No re-hemorrhaging was observed, so the lead was measured. The data was within the normal usable range. The lead remains in use. No further patient complications have been reported as a result of this event.